Event description:
After having a recent eye exam, I was given samples of amo complete moisture care, which I continued to use. I noticed my eyes were sore and red after use. Dates of use: 2007 to 2007. Diagnosis or reason for use: used with contact lenses. Event abated after use: yes. Event reappeared after reintroduction: yes.